Event description:
The manufacturer received information that a trilogy ev300 ventilator was reported have a battery alarm. There was no patient involvement, and no harm or injury reported. It was reported the device had an error code e-059 indicating a battery not charging fault; the system cannot charge the internal battery. The internal battery, external battery and external battery printed circuit board assembly require replacement to address this issue. Additional findings not related to the malfunction/issue: one of the castors (wheels) is missing from the device. A logged event indicating circuit calibration failed was not able to be confirmed or duplicated during the device evaluation. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.